Event description:
Image guided placement of right chest mediport was completed via the right internal jugular vein. The procedure was complicated by the shearing and retention of approximately 2cm of nitrex wire. Percutaneous and endovascular retrieval of wire attempted but unsuccessful.